Manufacturer narrative:
This report is submitted on august 25, 2021.

Event description:
Per the clinic, the patient was placed under sedation on (B)(6) 2021 in order to undergo MRI due to severe pain.